Manufacturer narrative:
Correction, the previously submitted report was send in error, the investigation findings confirmed the reported event, boston scientific does deem the event as reportable. Upon receipt at boston scientific post market laboratory, the catheter was returned in basket deployment and visual inspection did not find any abnormalities. An x-ray was performed on the catheter and noted that the guidewire lumen was heavily kinked inside of the hypo-tubes. Due to the damage to the guidewire lumen, deployment of the catheter was not possible. Consequently, flushing through the irrigation line could not be tested in each deployment state and flushing while in basket deployment was not functional. Functional testing was performed, and no unusual resistance was felt while attaching the catheter to the cable. Additionally, the connection port of the catheter was examined on the microscope, but no abnormalities were noted. The catheter was dissected and revealed the flush kinked, likely causing the flushing difficulties.

Event description:
Reportable based on analysis completed on 16-may-2024 it was reported that during preparation for a procedure, a farawave ablation catheter was selected for use. However, when connecting to farastar connection cable, the cable would not connect without an excess amount of force. Once the cable was connected, the console recognized the catheter, the physician continued to flush the port and the flush port lumen, but it would not flush. The catheter was brought to the back table, and the deployment was tested again by physician, but the catheter could not deploy to full flower. Subsequently, the catheter was replaced, and the issue was resolved. The procedure was completed, and no patient complications were reported. The catheter is expected to return for analysis. It was further reported that there were no deviations from standard prep procedures. The flush port was not able to be flushed and there were no allegations against the non-boston scientific guidewire lumen. The catheter only reached partial flower configuration after the initial testing on the back table and the catheter was able to be deployed in full flower configuration. There were no issues with petal configuration during the initial testing. This catheter was never deployed without a non-boston scientific guidewire and the same guidewire was used with the replacement catheter with no issues. The catheter was received for analysis.

Event description:
Reportable based on analysis completed on 16-may-2024 it was reported that during preparation for a procedure, a farawave ablation catheter was selected for use. However, when connecting to farastar connection cable, the cable would not connect without an excess amount of force. Once the cable was connected, the console recognized the catheter, the physician continued to flush the port and the flush port lumen, but it would not flush. The catheter was brought to the back table, and the deployment was tested again by physician, but the catheter could not deploy to full flower. Subsequently, the catheter was replaced, and the issue was resolved. The procedure was completed, and no patient complications were reported. The catheter is expected to return for analysis. It was further reported that there were no deviations from standard prep procedures. The flush port was not able to be flushed and there were no allegations against the non-boston scientific guidewire lumen. The catheter only reached partial flower configuration after the initial testing on the back table and the catheter was able to be deployed in full flower configuration. There were no issues with petal configuration during the initial testing. This catheter was never deployed without a non-boston scientific guidewire and the same guidewire was used with the replacement catheter with no issues. The catheter was received for analysis.

Manufacturer narrative:
Upon receipt at boston scientific post market laboratory, the catheter was returned in basket deployment and visual inspection did not find any abnormalities. An x-ray was performed on the catheter and noted that the guidewire lumen was heavily kinked inside of the hypo-tubes. Due to the damage to the guidewire lumen, deployment of the catheter was not possible. Consequently, flushing through the irrigation line could not be tested in each deployment state and flushing while in basket deployment was not functional. Functional testing was performed, and no unusual resistance was felt while attaching the catheter to the cable. Additionally, the connection port of the catheter was examined on the microscope, but no abnormalities were noted. The catheter was dissected and revealed the flush kinked, likely causing the flushing difficulties.